Manufacturer narrative:
No scrolling buttons or button error alarm were noted on the insulin pump. However, one button had intermittent response due to moisture damage on the keypad traces. The following cosmetic damage was also found: cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the customer was setting up the pump time but the menu began scrolling on its own. The patient's blood glucose at the time of incident was 234 mg/dl. The customer tried to resolve the menu scrolling issue by removing the battery, but then she received a button error alarm. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.